Manufacturer narrative:
Other : seat support struts.

Event description:
It was reported by a sales rep during a training session a stair pro seat support struts cracked. The chair allegedly went into a flat position with one person sitting in the chair and two people operating it. It was further reported that the medic that was sitting in the chair at the time of the incident filed an injury report for his back, although no adverse consequences were reported.